Event description:
The pt was male, age unk. The procedure was coil embolization of the internal iliac artery. The vessel was not calcified, mildly tortuous. Rate of stenosis was unk. After the orbit 14mmx30cm was placed, the second coil 637cs1030 lot: 13419453 (complaint product 2) was delivered. However, large resistance was felt inside the microcatheter 606-s252x (complaint product 1) while advancing, and the coil was removed. Then the next coil 637cs1030 lot: 13442232 (complaint product 3) was delivered, but was stuck at the point approximately 5 cm advanced in the microcatheter. As the coil delivery system was pulled back with large force, the coil was stretched (unraveled). The delivery system was removed with the microcatheter as a unit from the pt. Other new microcatheter and the orbit 9mmx15cm were used to complete the procedure successfully without any pt injury.

Manufacturer narrative:
All the products were undamaged after removal from the package. All the products were stored and prep per IFU. After the event occurred, the same coil system was able to be detached with the new syringe. After the syringe was disconnected, no other damages noticed on the device. After removal from the package, the products were not damaged. The coil and microcatheter were prep per IFU. Prior to inserting, no damages were noted on the coil or delivery systems. During insertion, a constant flush was maintained at all time through the microcatheter. The microcatheter was not re-shaped. After removal, other than the reported events, the microcatheter, delivery systems or coils (unravel, stretched, detached, kin bend, etc) were not damaged. The product 637cs1030 lot: 13450908 was stuck when approx 30-40cm inserted into the (mc) microcatheter. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13442232 revealed no anomalies during the mfg and inspection process that can be associated with the reported complaint. No nonconformance records or excursions were found for lot 13442232. Coil subassembly lot 13438187 was reviewed. No units were rejected during the assembly of lot 13438187. It was observed during review of these lots no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. No other issues were noted that were considered potentially related to the reported complaint. The DHR review indicates that the product was tested and inspected per established mfg requirements including inspection results test. Additional info will be submitted within 30 days of receipt.